Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and an insulation issue. Review of a stored episode showed that the noise caused charging of the implantable cardioverter defibrillator (ICD); however, therapy was not delivered.